Manufacturer narrative:
A getinge field service engineer (fse) says that the customer reported that the backup battery standby time was short. After checking, it was determined that the backup battery needed to be replaced. Fse replace the backup battery. After replacement, perform a function test according to the factory's specified requirements. After testing, it meets the factory's specified requirements and is delivered for use.

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5).

Event description:
N/a.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during inspection the customer reported that, the cs300 intra-aortic balloon pump (iabp) backup battery power was very low and the ac power disconnection support time was short. There was no patient involvement.